Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor patch removal, sensor wire remained left behind at insertion site. Patient sought medical intervention from a doctor. At the time of the call with dexcom technical support, patient reported no injuries or further medical intervention.